Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b30). This issue occurred during reprocessing of the device. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error code, b30, is due to fluid on ethylene oxide valve (eto valve). Additionally, the most probable cause for no image is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.